Event description:
It was reported that a physician's office was having issues establishing communication with their pt's devices. The office stated that there would be error messages on the handheld device but did not state what the messages were. The handheld was not plugged in while being used. One of the pt's device was successfully interrogated using another programming system. The wand battery was checked and found to be functioning properly. The physician was sent a replacement programming system. Attempts to obtain the old programming system as well as perform additional troubleshooting have been unsuccessful to date.